Manufacturer narrative:
(B)(4)

Event description:
It was reported that alerts for non-sustained rv oversensing was observed via remote transmission. Lead dislodgement was suspected. Chest x-ray and lead revision were recommended to confirm dislodgment. A follow-up was scheduled in (B)(6) for further assessment.

Event description:
It was reported that patient was seen in the clinic for follow-up on (B)(6) 2017 and no adverse event was reported.